Event description:
It was reported that during an unknown case, the clips were delivered acrossed. Completed the case with the same like product. There was no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.